Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh were implanted and on (B)(6) 2005 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat grade 2 uterine prolapse, grade 2 rectocele, grade 4 cystocele and genuine stress urinary incontinence. It was reported that the patient had a concurrent procedure of anterior and posterior repair performed during mesh implantation. It was reported that following insertion patient experienced pain, erosion, extrusion, recurrence, dyspareunia and urinary/bowel problems. It was reported that patient underwent mesh excision, abdominosacral colpopexy, lysis of adhesions, posterior colporrhaphy and hysterectomy on (B)(6) 2006 due to recurrent cystourethrocele and mesh protrusion. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/08/2016.